Event description:
Event description cpi received information that during an implant procedure, the physician was attempting to divert therapy delivery of the implantable cardioverter defibrillator (ICD) when the screen of the platform programmer became 'black'. Therapy was not diverted and the patient received a shock from his ICD. The implant procedure was completed and the patient was not injured.